Event description:
It was reported that a patient's device had low impedance. There was no known trauma that could have caused a lead break. The patient's device was programmed off on (B)(6) 2016, and x-rays were ordered. The patient had been having an increase in seizures for about 2 months. No surgical intervention has occurred to date, and no further relevant information has been received to date.

Manufacturer narrative:
B5. Describe event or problem, b6. Relevant tests/laboratory data, including dates; corrected data; this information was inadvertently submitted under manufacturer report number: 1644487-2023-01796.

Event description:
The following information was incorrectly reported in manufacturer report # 1644487-2023-01796. Any new information received regarding this reported event will be captured within manufacturer report #1644487-2016-02478 additional information was received noting that the low impedance was seen again with the patient's device. No other relevant information has been received to date.

Event description:
X-rays were performed, and a lead fracture was identified by the radiologist. Programming history was available from (B)(6) 2016, and diagnostics were within normal limits at that time. No surgical intervention has occurred to date.